Event description:
Customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through removing the cartridge, inspecting, and cleaning the pump, which included removing an o-ring from the pneumatic tap and ensuring proper placement and cleanliness of components. Customer successfully completed the loading process and resumed insulin use following these instructions.